Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, there was a crack in the device which caused blood to leak. No patient or user impact reported.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 04-feb-2024 h3. Device eval by manufacturer- yes bd received three samples and one photo for investigation. The evaluation of the photo clearly displays a cracked female luer, which has caused leakage. Functional tests were conducted using the three returned samples to draw water with six tubes each, during which no cracks or leakage were observed. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. E.1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, there was a crack in the device which caused blood to leak. No patient or user impact reported.